Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a suture break occurred. It is unknown how hemostasis was achieved. There were no reported adverse patient effects. Though requested no additional information was provided.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete.